Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "increased risk for dislocation after introduction of the continuum cup system: lessons learnt from a cohort of 1,381 thrs after 1-year follow-up" written by oskari a pakarinen, perttu s neuvonen, aleksi r p reito, & antti p eskelinen published by acta orthpaedica on april 1, 2021 was reviewed. The aim of this study was to assess (1) the incidence of early dislocations of the old (pinnacle) and the new (continuum) cup systems, and (2) whether the cup design would affect the risk for dislocation. 1,381 hips were involved in the study. 299 of hips were implanted with a pinnacle cup. 205 with neutral liners and 95 with other liners. There was no mention of manufacturer of the femoral head/femoral stem. Adverse event involving depuy ¿ synthes products: 4/299 patients experienced a dislocation. Article doesn¿t state how many patients underwent a closed/open reduction vs. Revision surgery. Three of those dislocations involved neutral liners. 34% of the pinnacle cups were noted to be positioned inside the ¿safe zone¿ (anteversion/inclination). There is no information that the remaining 66% were malpositioned at this time even though they were noted to be outside of the ¿safe zone¿.